Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim, faded and discolored. During evaluation, the contrast was increased to the maximum setting with little improvement observed. Unrelated to the complaint, evaluation revealed a cracked battery compartment. No evidence of moisture damage was observed in the battery compartment. There was no loss of power during testing.